Manufacturer narrative:
Unit received with blank display, problem isolated to lcd board . Unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime, compromised forced sensor system test, excessive no delivery test and displacement test due to blank display. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump received which was indicated that the critical block and inverse critical block did not add to zero. Customer was able to clear the alarm and able to complete rewind. No harm requiring medical intervention was reported. The sensor will not be returned for analysis.